Manufacturer narrative:
This complaint was identified during review of a journal article, so information about the case is limited. It is important to note there was an attempt to request additional information which was unsuccessful. There was no particular product part or lot information provided, so a complaint review could not be performed. The article did not claim any defect in the zimmer products that led to the misalignments. The most likely cause of misalignment, as stated in the article, is that laterally applied fixed angle plat/screw devices that are used to treat bicondylar tibial plateau fractures may not effectively neutralize the osteoarticular fragment and require alternate or supplemental exposures and/or fixation strategies. Due to this complaint being identified during review of a journal article there was no product returned; therefore, no physical evaluation could be conducted. The device history records could not be reviewed due to lack of product identification, no lot number provided. Periarticular locking plates and screws are used for treatment.

Event description:
It is reported that four patients experienced malalignment with a separate posteriomedial fragment.

Manufacturer narrative:
Information was rec'd via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc4436486/. This report will be amended when our investigation is complete.